Manufacturer narrative:
Date sent to the FDA: 5/11/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 5/5/2021. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure in (B)(6) of 2009 and mesh was implanted, due to stress urinary incontinence. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.